Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016 a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported the patient developed redness and a small amount of yellow drainage from the stoma site on (B)(6) 2020. On (B)(6) 2021 it was reported the patient had an infection at the stoma site and was prescribed oral antibiotic cephalexin 500mg every 12 hours for 5 days. Per daughter on (B)(6) 2021, the patient continues to have some drainage at the stoma site, however, the stoma site looks better.